Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2007. It was reported that the recharge time and recharge burden for her ipg has increased. In an effort to resolve this matter, a new charging system was issued to the pt. However, the reported problem persists. The pt denies experiencing any trauma to the ipg site which may have contributed to this matter. Surgical intervention will be undertaken at a later date to address this issue.